Manufacturer narrative:
(B)(4) 2014 - reference medwatch# (B)(4). (B)(4) 2014 - this lead was returned. The lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected at 53 cm proximal to the tip. Only the distal segment was received for investigation. The inspection revealed signs of wear along the received segment. In particular, the insulation was found damaged in the area of the tricuspid valve and the conductor cable to the rv shock coil was found outside the lead body, confirming the clinical observation. Based on the characteristics and the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not made available for analysis. In addition, explantation damages were noted i.e. The tip's anchor was found torn off and not received for analysis and the rv shock coil presented severe damages. There were no signs of material or manufacturing issues for either device.

Event description:
This lead had evidence of noise which resulted in inappropriate shocks. An x-ray showed evidence of an externalized conductor. This lead was retained by the hospital. Should additional information become available, this file will be updated.